Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform self test and displacement test due to no button response. No button error alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had received button error. The customer¿s blood glucose level was 10.1 mmol/l. The customer reported that they received a button error alarm during normal use. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.